Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s t:slim user guide: ¿insulin should be at room temperature before filling the cartridge.¿ also, tandem¿s t:slim user guide describes how to remove air from the cartridge using the syringe. Device not returned.

Event description:
It was reported that the customer often saw air bubbles in the infusion set tubing. The customer was able to prime the air out. Reportedly, the customer filled the cartridge with cold insulin and does not perform the air extraction technique. There was no impact to the customer's blood glucose level.